Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.25-4.00 x 94mm, de novo target lesion was located in the moderately tortuous and moderately calcified distal left main (lm) artery to distal left anterior descending (lad) artery. Pre-dilatation was performed using a 2.25 x 15 non-bsc balloon catheter, a 2.50 x 15 nc emerge balloon catheter, and a 3.00 x 15 nc emerge balloon catheter. A 2.25 x 38 synergy stent was implanted in the distal lad. A 2.50 x 48 synergy stent was then advanced to the mid lad to overlap the distal lad stent; however, the stent was unable to be delivered. The physician proceeded to further prepare the lesion and attempted to deliver the stent again but resistance was encountered. The device was removed and it was noted that the edge of the stent was deformed. A 2.75 x 48 synergy stent was advanced instead and implanted in the mid lad, followed by the implantation of a 3.50 x 20 promus premier stent in the distal lm overlapping. The procedure was completed after post-dilatation of the stents using four nc emerge balloon catheters (2.50 x 15, 3.00 x 15, 3.50 x 15 and 4.00 x 8). No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.25-4.00 x 94mm, de novo target lesion was located in the moderately tortuous and moderately calcified distal left main (lm) artery to distal left anterior descending (lad) artery. Pre-dilatation was performed using a 2.25 x 15 non-bsc balloon catheter, a 2.50 x 15 nc emerge balloon catheter, and a 3.00 x 15 nc emerge balloon catheter. A 2.25 x 38 synergy stent was implanted in the distal lad. A 2.50 x 48 synergy stent was then advanced to the mid lad to overlap the distal lad stent; however, the stent was unable to be delivered. The physician proceeded to further prepare the lesion and attempted to deliver the stent again but resistance was encountered. The device was removed and it was noted that the edge of the stent was deformed. A 2.75 x 48 synergy stent was advanced instead and implanted in the mid lad, followed by the implantation of a 3.50 x 20 promus premier stent in the distal lm overlapping. The procedure was completed after post-dilatation of the stents using four nc emerge balloon catheters (2.50 x 15, 3.00 x 15, 3.50 x 15 and 4.00 x 8). No patient complications were reported and the patient's status was stable. A 2.50 x 48 mm synergy ous mr stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to distal stent strut row, with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.